Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the ileocolic artery using ruby coils and a non-penumbra microcatheter (progreat). During the procedure, while attempting to place a ruby coil in the target vessel using the progreat, the ruby coil repeatedly kicked back the progreat out of the target vessel. Therefore, the ruby coil was removed. The procedure was completed using additional smaller ruby coils and the same progreat. There was no report of an adverse effect to the patient.